Event description:
Per the audiologist's report, this pt developed a post-operative infection in 2006. During this time, the pt presented with swelling behind the left ear at the incision site. A PICC line was inserted with a two week course of antibiotics started. After one week of antibiotics, the infection site looked benign, but the treament was continued. After another week, treatment was discontinued as the implant site and incision looked completely normal.